Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter issue was an occlusion at an unknown location. The issue was identified on (B)(6) 2015 via an intrathecal pump catheter check. The patient recovered without permanent impairment.

Event description:
It was reported, the patient experienced less than 50% therapy relief. There was a lack of flow from the catheter access port (cap) when aspirated. A catheter issue was suspected and the catheter was replaced. The decision was made to electively replace the pump during the same procedure. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1, lot# n174872, implanted: 2010 (B)(6); product type accessory. (B)(4).